Manufacturer narrative:
After battery installation, the insulin pump display counted up, then froze at the number 2 followed by a constant audible alarm due to a faulty mother board. Unable to verify reset alarm anomaly due to the frozen display.

Event description:
It was reported that the insulin pump was resetting every five minutes, and emitting a continuous tone with the number 2 on the screen. Nothing further was reported.